Manufacturer narrative:
Received via medwatch report number (B)(4). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during patient therapy (medication unknown) in the critical care unit. The patient was to receive treatment over 30 minutes. The pump was set at 500ml/hour and the treatment was in 250ml. After 30 minutes, approximately half of the bag was left, although the pump said that 300ml was infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.